Manufacturer narrative:
Follow-up #1 date of submission 08/08/2016 - correction: update to field serial #.

Manufacturer narrative:
Follow-up #2 date of submission 08/23/2016-additional information/device evaluation: the serial number for the pump associated with this complaint was incorrectly captured when the complaint was received. The correct serial number was updated in the complaint file on 08/03/2016 to (B)(4); however, this pump had already been returned and investigated on 01/17/2015 with the following findings: a review of the pump histories revealed that the total daily dose values added up to correctly reflect the user programmed basal rate. No activity outside of normal use was observed. During testing, the pump was exercised for 24 hours and rewind, load, and prime steps were completed successfully with no duplicated inaccurate delivery issues. Over 24 hours of a 1 unit/hour basal setting, the pump accurately reflected a delivery of 24 units. A 10 unit audio bolus and normal bolus was delivered properly. The pump performed within specifications, and the complaint of inaccurate delivery was not duplicated. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced blood glucose (bg) values from 38 mg/dl with sweating and unsteadiness when standing and walking to 400 mg/dl associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting of the event was unable to be completed to rule out a possible pump malfunction related to the event. This complaint is being reported because the patient allegedly experienced hypoglycemia due to an alleged inaccurate delivery issue.